Event description:
It was reported that the patient had problems administering a total net dose of "600 iu/972 ml" of medication with the pen ii organon puregon® pen second gen while attempting to set it after insertion, due to leakage occurring from the front of the pen. The following information was provided by the initial reporter: "the patient had problems to administer his dose regarding a pack of one cartridge with total net dose of 600 iu/072 ml and 6 needles to be used with dose puregon pen (batch r018171, date of expiry november 2020). According to the pharmacist, after insertion, during setting of the dose, there was permanent leaking in the front. Even after the pen and needle was replaced, the leaking persisted (several attempts were made). The pharmacist stated that it was unclear if the correct dose was administered."

Manufacturer narrative:
Investigation summary: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is merck. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the patient had problems administering a total net dose of "600 iu/972 ml" of medication with the pen ii organon puregon® pen second gen while attempting to set it after insertion, due to leakage occurring from the front of the pen. The following information was provided by the initial reporter: "the patient had problems to administer his dose regarding a pack of one cartridge with total net dose of 600 iu/072 ml and 6 needles to be used with dose puregon pen (batch r018171, date of expiry november 2020). According to the pharmacist, after insertion, during setting of the dose, there was permanent leaking in the front. Even after the pen and needle was replaced, the leaking persisted (several attempts were made). The pharmacist stated that it was unclear if the correct dose was administered."